Event description:
It was reported that the patient may need to undergo a revision surgery do to reasons not available at this time.

Manufacturer narrative:
Based on the available information the device will not be returned as it remains implanted in the patient. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report.

Manufacturer narrative:
The reported event could be confirmed based on available medical record and medical expert assessment. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Upon further investigation of the CT scans by healthcare professionals the following was observed ¿the tibial tray shows a little radiolucence. The component is posteriorly and medially subsided. Therefore loosening and migration can be confirmed. The pe is not separated from the tibial tray. There is no loosening or migration, that can be confirmed. The talus shows a little radiolucence, but no significant cysts. Neither loosening nor migration can be confirmed for the talar component.¿ based on the investigation the root cause can be attributed to the patient related issue. The failure was caused due to radiolucency and the component is posteriorly and medially subsided, and hence loosening and migration of the tibial component is confirmed. While with the given information the loosening/migration cannot be confirmed for the talar component and poly by the hcp. If device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
It was reported that the patient may need to undergo a revision surgery do to reasons not available at this time.